Event description:
Patient with intra-aortic balloon pump. Pump was placed on standby to allow for auscultation of heart sounds. The screen then locked up and the staff were unable to restart the pump. Troubleshooting failed. The pump was replaced with another. There was no patient harm, vs remained stable throughout. We have had multiple other instances with our iabp's in the recent past with rapid gas loss alarms. Escalated to the manufacturer maquet. Questionable issues with sensitivity of alarms. Diagnosis or reason for use: cardiogenic shock - augmentation of cardiac output.